Event description:
Caller reported a malfunction on the pump, specifically a malf 16 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing pump reset information, and after the reset, the malfunction code did not recur. Technical support decided to replace the pump as a one-time action for the malf 16 speaker test. Caller was instructed to return the faulty pump to tandem within 10 days using a pre-paid return box to avoid being billed, program the new pump settings, and connect the cgm to the replacement pump. The caller understood and acknowledged all instructions provided by technical support, and a replacement pump was sent.